Event description:
During treatment of a posterior communicating artery aneurysm with a balloon of remodeling technique, difficulty was experienced the subject device in place due to bad stability of the microcatheter. After several attempts, the physician decided to remove the coil but nothing happened, thus both the catheter and coil were removed. The coil stretched and broke at the proximal segment. The procedure was completed with another microcatheter and coils. Upon waking up, the patient presented hemiplegia.